Event description:
Report received of a cut in the tubing behind the clave valve. The customer reports that the set was not in use very long when blood loss was noted. It is unknown to the reporter the amount of blood loss the patient experienced. The solution infusing was lactated ringers. It was reported that the "tubing appeared to have been cut, just behind the distal clave port". There was no report of adverse patient effect. Additional patient information was requested, but no further information was available.